Manufacturer narrative:
Unique identifier (UDI)# (B)(4). The event occurred in: (B)(6).

Event description:
The customer complained of questionable ise indirect na, k, ci for gen.2 results from a cobas 6000 c (501) module that were released to the medical personnel. The customer provided the sodium results for five patient samples. Patient 1 initial sodium was 152 with a repeat result of 143. Patient 2 initial sodium was 154 with a repeat result of 143. Patient 3 initial sodium was 154 with a repeat result of 143. Patient 4 initial sodium was 150 with a repeat result of 142. Patient 5 initial sodium was 156 with a repeat result of 147. The unit of measure was requested, but was not provided. There was no allegation of an adverse event. The sodium electrode lot information was not provided. The customer found a syringe tube that was leaking and had a build up of crystals. The field engineering specialist found while performing preventative maintenance that the gear pump head needed replacement. The customer has had no further issues with their ion selective electrodes (ise) following the cleaning of the syringe and the field service engineer service visit.